Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to possible infection. Reportedly, the scar site was very nasty looking and with lots of scar tissue. The patient was given antibiotics. There were no additional adverse patient effects reported. All available information indicates that the crt-d remains in service. Additional information indicated that the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. This supplemental report is being filed for additional information to correct the b5: describe event or problem; d6b: explant date; d9: device avail for eval; d9: device return date; h2: follow-up type; and h3: device eval by manufacturer. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to possible infection. Reportedly, the scar site was very nasty looking and with lots of scar tissue. The patient was given antibiotics. There were no additional adverse patient effects reported. All available information indicates that the crt-d remains in service. Additional information indicated that the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to possible infection. Reportedly, the scar site was very nasty looking and with lots of scar tissue. The patient was given antibiotics. There were no additional adverse patient effects reported. All available information indicates that the crt-d remains in service.